Manufacturer narrative:
A test p-cap and reservoir locks into place inside the reservoir compartment properly. Device was received with the operating currents within specification and passed the functional testing including self test, a21 error test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test, displacement test, and the delivery accuracy test at 0.08730 inches. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due diabetic ketoacidosis and high blood glucose on (B)(6) 2020 with the blood glucose level of 500 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated with insulin pump while monitoring. Customer did not allege that the insulin pump was under delivering. Customer stated that the drive support cap was normal. Customer performed high pressure test and it was passed. Customer stated that there was hemostat on the tubing clamp. The insulin pump will be returned for analysis.